Manufacturer narrative:
Additional devices included on this report are as follows: item #dsf2433/ lot #18028539/ UDI #(B)(4) which is captured in manufacturer report #3007284313-2020-00164. The review of the manufacturing paperwork verified that the lot met all pre-release specifications.

Event description:
On (B)(6) 2020 the patient underwent endovascular treatment of a thoracic aortic aneurysm using a gore® dryseal flex introducer sheath (24fr) as an accessory in the procedure. It was reported that the diameter of the patient's left external iliac artery was approximately 7-8.5 mm. After all devices were implanted, the 24fr. Introducer sheath was removed, and angiography imaging identified a left external iliac artery rupture. A gore® excluder® aaa contralateral leg component was implanted in the patient's left common iliac artery down to the level of the left external iliac artery to cover the rupture site. The patient's left internal iliac artery was intentionally covered by the contralateral leg component. The patient tolerated the procedure.